Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through jan-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. The device was not kept for evaluation. If additional information is provided, a supplemental report will be submitted. Additional information was requested from the customer with regard to the event; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that there was an intra-aortic balloon (iab) failure. The iab was not kept for evaluation. There was no patient harm or adverse event reported.